Event description:
In 2007, I had the essure procedure. At the time, the only significant side effect was cramping which I did not experience. It wasn't until (B)(6) 2015, I came across a report and subsequent research that lead me to believe many of my chronic issues have been related to essure. In 2011, I began to have major hair loss and thinning, all remedies did nothing to correct it. I had no family history, so I was at a loss as to why my hair would be falling out and becoming too brittle. Vitamin supplements, exercise and healthy diet along with cutting out certain shampoo ingredients did nothing to change my hair situation. Due to the amount of hair loss and weight gain, I have had my thyroid checked twice with blood panel, but nothing was found. Weight loss has not been attainable since having my daughter either. Counting calories and exercising 3-4 times a week only allowed me to maintain weight. In the last year, the problem has grown as I have been eating well, but have not been able to work out. Despite the 15,000 steps a day average, I have still gained 30 lbs. This year. My memory or ability to focus and perform tasks has slowly diminished over the years. Prior to my daughter, I had a great memory. I chalked my memory loss and brain fog up to having kids; however, over time it has continued to worsen to the point my husband has commented numerous times in the last 2 years that I can't remember anything anymore. We have been together for 20 years, so can definitely notice changes in my personality. Something else I have noticed in the last 3 years is increased migraines. Until 3 years ago, headaches were rare; however, migraines are now commonplace for me. It doesn't appear to be related to hormones. While my cramps have never been an issue, increased bloating has been a long time issue for me. One of the most noticeable changes is chronic joint pain. My feet and back hurt so bad in the morning, I walk bent over and hobbling until I can straighten up. My shoulders, elbows and knees all ache so much it makes lifting weights next to impossible. Even my finger joints ache. Until 4 years ago, I was a healthy person with no health issues other than the struggle to lose weight. Over the last 4 years, I have felt like I was falling apart. I am only (B)(6), but my body feels much older. I am so exhausted at night that I can barely make it to 9:00.. I am often too tired to cook or clean in the evenings. This seems to continue to get progressively worse, and I worry what my future holds.